Event description:
A sales representative called to report a customer was hospitalized with low bgs. The salesman noted that the buttons did not respond to pressing frequently. Salesman also explained the hospitalization as the customer had overbolused insulin. A replacement pump was requested.